Event description:
The suspect device result was 311 mg/dl. The user did not have hyperglycemic symptoms and went to the ER and was admitted. Their glucose was 97 mg/dl on a hospital meter. No treatment for diabetes alleged. Controls were not used. The device was replaced and requested to be returned for evaluation.